Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited high pacing impedance, and lead fracture was suspected on the ra lead. A chest x-ray was taken, but was unable to confirm the alleged lead fracture. Over-sensing of noise was also observed on the ra lead. Surgical intervention was planned but was not yet performed. The patient was asymptomatic and no additional patient consequences were reported.

Event description:
New information received notes that the ra lead was capped and replaced on (B)(6) 2022. No patient consequences were reported throughout the procedure. The patient weight was not reported.